Manufacturer narrative:
The field service engineer (fse) performed troubleshooting, cleaning and replacement of several analyzer components. After optimizing the instrument, the fse confirmed the instrument was performing within specifications. Prior to the service call, review of the customer maintenance of the architect determined all maintenance was up to date with various components replaced on (B)(6) 2011. Review of the analyzer service history did not identify any additional incidents of discrepant hbsag and anti-hbs results generated on architect i2000sr, serial number (B)(4). Review of complaints identified several incidents associated with the occurrence of discrepant hbsag and anti-hbs results; however, since there are multiple causes and scenarios which generate discrepant results, the determination cannot be made if the discrepant hbsag and anti-hbs results in this complaint are similar to those complaints returned in the search. Review of architect i1000sr, i2000-i2000sr 2011 metrics identified no adverse or non-statistical trends in conjunction with discrepant hbsag and anti-hbs results. The architect system operations manual provides adequate information for requirements of specimen collection and limitations of results interpretation. Additionally, the architect anti-hbs assay package insert and architect hbsag assay package insert provides adequate literature in regards to suitable specimens, results, and limitations of the procedure. Based upon the available information, no product deficiency was found. After service to the instrument, the architect i2000sr, serial # (B)(4), was performing within specifications.

Event description:
The customer observed an increase in the frequency of (B)(6) samples for architect hbsag that were (B)(6) upon retest. The customer provided the following data for two patient samples: (B)(6) 2012 (B)(6). (B)(6) 2012 (B)(6). When the architect preventive maintenance and liquid level sense logs were reviewed, there was no issues for the two patient samples and no quality control data was available. The false (B)(6) results were not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, (B)(4) that has a similar product distributed in the u.s., (B)(4). No consequences or impact to patient (B)(4); (B)(6) results (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.